Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were difficult to press. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive and required excessive force to activate; the ok and contrast keypad buttons responded appropriately and had normal spring back and click. There was evidence of contamination found under all key contacts.